Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Patient was feeling uncomfortable at the time of the event. Patient felt like stabbing. Patient also experienced lump and harness at the time of the event. No further information available.